Event description:
Notified by medwatch user report of two reactions involving one pt health care professional was called to verify all details involved in this complaint, as well as with the six related complaints. According to health care professional in the first event the pt was initiated onto dialysis uneventfully. The pt developed symptoms at three minutes into treatment. The symptoms reported were "burning in the mouth" and decrease in blood pressure (173/80 to 108/48). Hemodialysis was stopped, normal saline given and oxygen administered. Extracorporeal circuit of blood was discarded by dialysis technician, estimated blood loss 230 ml, hemodialysis restarted with a pre-processed dialyzer and bloodlines. One to two minutes into this second treatment, the patient developed a burning sensation of the body and hypotension (from 150/90 to 90/p). The treatment was stopped, oxygen administered and once again the extracorporeal circuit of blood was discarded, estimated blood loss 230 ml. Once pt was stable, dialysis was restarted for the third time, but this time a new, dry pack dialyzer was used. There were no reported problems from this point on, as the pt was reported to be stable. According to health care professional, the set of symptoms exhibited by the pt were thought to be germicide reactions. The testing for absence of the germicide (diacide) was confirmed as negative at two points, prior to pt initiation for dialyzer one and for dialyzer two. The health care professional is reporting that there was a failure of the dialyzer to remove the germicide, for both cases. The actual complaint dialyzers are available and have been rec'd for evaluation.

Manufacturer narrative:
4/20-await sample analysis. 5/22/98 sample eval-by eval of the two actual dialyzer samples provided, the complaint was not confirmed. After rinsing each diacide filled dialyzer, using a minimal method, the tested samples from the dialyzers were within acceptable residual limits for pt use. There was no evidence found with either dialyzer of an inability to remove sterilant, as reported in the facility user report. Also, there were no reported pt reactions with either dialyzer during the six previous uses. A rep of corporate qs and fusa marketing visited this facility to investigate the suspected germicide reactions. Although there were minor variations from current practice to written neomedica procedures and variations between written neomedica procedure and seratronics (MFR) seen, no definitive cause of the suspected germicide reactions was identified (this is one of seven reported incidents). Co provided findings to the customer and made recommendations for the investigation of future occurrences (so that the exact source or location of the suspected diacide infusion to the pt may be determined). And, co advised the facility to follow MFR's recommended procedures for priming and set-up of dialyzer with glutaraldehyde (diacide).